Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31752091l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced soft tissue injury (airway perforation) and cardiac arrest that required pcps (percutaneous cardiopulmonary support) and hospitalization. After completion of the procedure, the patient¿s pulse decreased and treatment for a sudden change in the patient¿s condition was provided. An airway perforation was observed. Pcps was inserted and the patient was being followed up in the intensive care unit. Patient required extended hospitalization. There was no product malfunction. The issue was airway perforation and not related to the bw products.